Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to infection and sepsis. It was reported that the patient developed an infection on their valve which spread to the implanted system. No additional adverse patient effects were reported.